Event description:
Excessive heat inclusive sparkling; customer talks about melting of the electrode. The following additional information was received from our affiliate on (B)(4) 2014; the electrode worked for approx. 10 minutes and then started to give sparkles. They had rinsed all the time sufficiently.(user for 15 years) they removed the electrode at once from the patient and activated it outside which made the ceramic crackle. The surgeon stressed that there were no burns or charring or other harm to the patient. He decided that he had operated sufficiently at the patient during the ten minutes of the working time of the electrode and finished the procedure with very short delay.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation and the manifold at 8 o'clock position of the tip shows signs of melting. There is saline debris in the suction tube and scratches on the shaft's insulation layer near the active tip. The melting of the active tip would lead to the reported failure, confirming this complaint. No functional test was conducted to avoid further damage. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ scratches on the insulation layer indicates the device may have come in contact with other instruments. Touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 3 other complaints for this lot of devices that were released to distribution. In the interest of continuous improvement, a supplier CAPA has been initiated to investigate and determine a root cause for this failure. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Excessive heat inclusive sparkling; customer talks about melting of the electrode. The following additional information was received from our affiliate on 8-8-14; the electrode worked for approx. 10 minutes and then started to give sparkles. They had rinsed all the time sufficiently.(user for 15 years) they removed the electrode at once from the patient and activated it outside which made the ceramic crackle. The surgeon stressed that there were no burns or charring or other harm to the patient. He decided that he had operated sufficiently at the patient during the ten minutes of the working time of the electrode and finished the procedure with very short delay.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however; it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.